Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred during bolus delivery. The customer's blood glucose (bg) level was not impacted by the occlusion alarm. Reportedly, the customer resumed insulin deliveries after the occlusion alarm and successfully delivered the rest of the correction bolus. A test bolus was delivered while disconnected from the pump and the pump did not declare an additional occlusion alarm.